Event description:
It was reported the patient's blood glucose level rose to 278 mg/dl while wearing the pod between 37 and 48 hours. Additionally, it was reported the pod was leaking insulin. As treatment, a new pod was successfully applied.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned and evaluated. The adhesive pad was not returned with the device. The adhesive pad welds were checked and no issues were observed. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.